Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® push button blood collection set was found with a needle missing a cover. Another had a needle pierced through the sleeve and another had melted tubing. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd vacutainer push button blood collection set was found with a needle missing a cover. Another had a needle pierced through the sleeve and another had melted tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a missing IV cover, sleeve side pierced and severed tubing with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for a missing IV cover, sleeve side pierced and severed tubing with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and no issues were observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd has implemented corrections that will help mitigate recurrence of this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.